Manufacturer narrative:
Investigation summary. Our quality engineer inspected the returned unit and confirmed the reported observation of foreign matter. The brown substance was analyzed and determined to be consistent with cellulose which is commonly found in paper, wood, wiper, fabric, and other similar materials the cellulose was embedded on the surface of the needle hub indicating that it was introduced during the manufacturing of the needle hub at the suppliers' facility. The appropriate personnel have been notified and the supplier will perform an investigation on this issue. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants an additional formal corrective action, resources will be assigned at that time. Investigation conclusion. One photo was returned for investigation. Brown fm was observed in the returned photos. One actual sample without needle cover in opened packaging was returned for investigation. Returned sample. The actual sample was subjected to visual inspection. Cluster of yellowish brown fm was observed embedded on the surface of the needle hub of the returned sample. Fm observed embedded in cannula hub. The cluster of yellowish brown fm was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the cluster of yellowish brown fm matched the spectrum of cellulose. Cluster of yellowish brown fm was observed embedded on the surface of the needle hub of the returned sample. Root cause description. Cellulose material is commonly found in paper, wood, wiper, fabric industry and similar materials. The fm was found embedded in the needle hub. Furthermore, the needle hub was produced by the supplier. A scar 18-011 has been issued to the supplier to do further investigation. The affected batch was produced before the scar was issued. DHR :device history record of packaged needle (pn) batch 7265191, catalog number 382434 and its assembled needle (an) batch 7265260 and 7265263, part number 8301331 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch.

Event description:
It was reported that before use a bd angiocath¿ plus IV catheter was found with "foreign material on the chamber of angiocath plus." There was no report of exposure, injury or medical intervention needed.